Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, hyperglycemia, fluid leaking or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level was over 250 mg/dl. The pod was worn between 37 and 48 hours on the arm. It was noted that the needle did not deploy and fluid was leaking. No information was provided on how the hyperglycemia was treated. Please see below for the related complaints associated in this reportable submission with lot number l73141: (B)(4).